Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a no disposable, pump won't run alarm. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.